Event description:
The patient reported erosion at the receiver site. Antibiotics were prescribed, an explant procedure was performed on (B)(6) 2025, and a new neurostimulator was implanted. As of on (B)(6) 2025 the patient is healing and doing well.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, not performing an x-ray immediately after the implant procedure to confirm device placement, inadequate fixation, implanting a damaged neurostimulator, the patient going through an MRI, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, and using incorrect tools have been ruled out. Additionally, severe force applied to the implant, multiple tunneling attempts, and the patient having contraindicating conditions have been ruled out. However, improper surgical technique was identified as the neurostimulator was implanted too superficial. Furthermore, non-compliance to the IFU was identified as the surgical site was closed with staples and sutures. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of erosion is attributed to two identified root causes: improper surgical technique as the neurostimualtor was implanted too superficial (user error - clinician). Non-compliance to the IFU as the surgical site was closed using staples and sutures (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.